Event description:
The surgeon was performing a laparoscopic gastric sleeve in his usual fashion when he inserted an endocatch bag into a 15mm trocar and a piece of the trocar broke off and fell into the patient. Piece was retrieved from the patient. This has happened before to the same surgeon on a different case and to another surgeon as well. Surgeons report this has happened while inserting gia staplers. It appears a blue rubber piece in the opening of the cannula tore and detached.